Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be unconfirmed due to there being no alleged malfunction of the implants. The product identity could not be confirmed due to the parts not being returned. In follow-up correspondences, the distributor provided that the surgeon inserted and then removed the screws as it was the improper size with regards to the pre-existing hole that was already there. There was no alleged malfunction of the implants; therefore the complaint is considered unconfirmed. The most likely underlying cause of the complaint is due to a bigger size screw being required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, date received by manufacturer, type of report and follow-up number, type of follow-up, additional narratives/ data. Multiple supplemental MDR reports were filed for this event, please see associated supplemental report: 0001032347-2017-00666-1.

Manufacturer narrative:
The product was discarded by the hospital and therefore will not be returned. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event; report two of two is reported on MFR #0001032347-2017-00666.

Event description:
It is reported the surgeon needed a wider screw because the originally implanted screw was taken out and the hole made by that screw "made the bone too big." The distributor stated there were no issues with the actual implants and no delay to the procedure.